Event description:
The consumer received severe burns to his side, upper arm, hip and finger from the heating pad. The heating pad burned the patient while in use. The consumer was bedridden at the time of the incident. The proper use instruction state not to lay or lean against the heating pad, as well as to not use the heating pads while in bed or on individuals with limited mobility.